Event description:
The following description of the event was documented on june 12, 2012 by a carefusion tech support specialist in response to a phone conversation with a user facility rep. [Name removed] called and said that they want a svc call on this unit. They want a field rep from carefusion to look at it. She said that the problem with the unit is fluctuating map. She didn't have specific numbers, just that it fluctuates. The following description of the event was copied from the user facility medwatch report received by carefusion from the FDA on june 25, 2012. Event description: the mean airway pressure setting was fluctuating and then started reading 1.5 cm h2o. Alarms never went off for low mean airway pressure. What was the original intended procedure? Pt ventilation.

Manufacturer narrative:
The user facility did not provide any pt or device codes on their user facility report. The user facility medwatch report received from the FDA on june 25, 2012 and info documented by a carefusion tech support specialist on june 12, 2012 in response to a phone conversation with a user facility rep. (B)(4). The following description of the device evaluation by the user facility was copied off the user facility medwatch report received from the FDA on june 25, 2012. ¿tested unit, performed 2500hr cal, pm, on (B)(4)2012: tested unit and found excessive moisture in pt circuit. Changed circuit and performed circuit calibration and no other problem was found. All tests passed per OEM specs.¿ the following info concerning the eval of the device is a summary of the info documented by the carefusion field service rep. The carefusion field service rep. Evaluated the device on june 18, 2012 and was unable to reproduce/verify the reported event. Thus no root cause was determined. The carefusion field service rep ran the device through a complete checkout to verify operation of the device to include verifying that the device¿s audible and visual alarms function properly. Once this was completed the device was returned to the user facility¿s control ready to be placed back into service. No component or system trend has been identified. Thus carefusion considers this to be an isolated incident.